Event description:
It was reported on an unknown date postoperative x-rays revealed radial head prosthesis loosening. No other information available. This is report 2 of 2 for complaint (B)(4). This report is for an unknown radial stem.

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for one radial stem, catalog and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional patient identifier: (b)(64). Expiration date reported as june 2019. A device history review was conducted. The report indicates that nemcomed (now known as avalign technologies-nemcomed) manufactured the 8mm ti curved radial stem, part #04.402.028 and lot #7607073 on po #(B)(4) for (B)(4) parts delivered on july 16, 2014 and processed on work order #(B)(4). Initially, the part conformed to the supplier¿s certificate of conformance, dated july 10, 2014 and was inspected and conformed to synthes final inspection sheet (B)(4), revision ¿b.¿ the parts were labeled, packaged, sterilized (po #(B)(4)) at (B)(4) and released to the warehouse on august 26, 2014, with expiration date june 2019. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.